Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Analysis of the returned tablet determined that reported event was associated with a broken wire connection in the serial cable db9 hood assembly. Once the wire was soldered on to the pcb, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
It was reported that the neurologist was having communication issues with the tablet device. The tablet displayed error messages stating ¿unable to open the port.¿ the usb cord was disconnected and reconnected after waiting 20 seconds and the tablet was shut down and restarted after waiting five seconds; however, the error message continued to appear. The tablet also showed the error message with the usb cord disconnected. The programming wand was confirmed to functioning properly using another handheld device. The tablet device has been returned to the manufacturer where analysis is currently underway.